Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) lead exhibited a high pacing impedance measurement in the 1,900 ohms range, noise and oversensing. The patient was not pacemaker dependent. The noise was felt to be consistent with oversensing related to the minute ventilation (mv) feature. Mv was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains in service.